Event description:
It was reported that this spinal cord stimulation (scs) device was replaced because the implantable pulse generator (ipg) failed to hold a charge, making charging difficult. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. Postoperatively, the patient was doing well. Electrocautery was used.

Manufacturer narrative:
Correction to the initial MDR in b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced because the implantable pulse generator (ipg) failed to hold a charge, making charging difficult. In addition to the previously stated reason, the replacement was also undertaken to ensure compatibility with magnetic resonance imaging (MRI). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. Postoperatively, the patient was doing well. Electrocautery was used.